Manufacturer narrative:
A system check, including visual inspection of the unit, associated cabling, and functional testing of the pulse oximeter was performed by a third party service provider at which time the veris mr vital signs monitor was reported to be in good operating condition with no faults or performance issues. Bayer product analysis received and examined the pediatric pulse oximeter probe and extension cable. Visual examination found the probe, cabling, connectors, connector pins, and internal wiring inside the lemo connector to be in good condition with no signs of heating or damage. Further review of the information that was provided determined that no padding had been used to insulate the aforementioned components from the patient's lower extremities. The following is an excerpt from the veris operation manual: special mr-compatible sensors help provide for patient safety in the mr environment because the sensor cable which connects to the pulse oximeter probe is fiber optic, i.e., made of a material that does not conduct electricity and does not build up electrical charge or heat when used in the MRI scanner. For the same reason, the sensor and cable are immune to electromagnetic interference, such as might be produced by high frequency (hf) surgical equipment. The following are excerpts from the veris operation manual: possible burn hazard. Do not coil cables inside the mr scanner. The sensor extension cable contains electrically conductive material. Do not coil or extend the sensor extension cable into the magnet bore. Do not extend or coil the spo2 sensor extension cable into the magnet bore. There is a potential for thermal heating of the extension cable, caused by the interaction between the mr system's rf energy and the electrically conductive sensor extension cable. Based on the information provided, bayer radiology clinical complaint handling group deduced a potential cause for the reported patient's foot injury may have been the creation of a conductive coil (loop) involving the patient's extremities within the MRI environment while the patient was undergoing the MRI study. This conductive coil (loop) could have resulted from (1) permitting the patient's extremities to touch the sensor extension cable, (2) the patient's extremities touching the bore of the magnet, and (3) looping of cables within the bore of the magnet. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
A system service check of the veris vital signs monitor was completed on (B)(6) 2021 which confirmed that the monitor was operating within specification. Based on the limited information, we are unable to determine the root cause of the alleged incident this time. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
Bayer medical care was notified of an alleged burn that occurred during an MRI scan while a patient was connected to a veris mr vital signs monitor system. A male pediatric patient (aged 19 months) with a history of hydronephrosis with ureteropelvic junction obstruction and contracted kidney, was positioned feet first in the prone position in a philips achieva 1.5t mr system with the veris pulse oximeter probe placed on the right foot. The patient was anesthetized utilizing propofol, lidocaine, and succinylcholine. During the procedure, the anesthesiologist performed a check/change of the capnography line at which time a skin lesion and discoloration was found on the fourth and fifth toes of the patient's left foot. Further evaluation found similar lesion on the opposite foot. The procedure was stopped, and the patient was transferred to the pediatric emergency service after which surgical amputation of a toe(s) was reported to have occurred and clinical management of the affected joint wounds commenced. The current status of the patient is unknown.